Manufacturer narrative:
The device will not be returned to the manufacturer for investigation purpose. Therefore, the device could not be evaluated. A follow-up medwatch report will be submitted if any additional information is received or if the product is received in the future.

Event description:
It is reported that the universal modular electric/battery single trigger handpiece serial number (B)(4) has trigger which is stuck on the "on" position. There was no patient harm reported; however there was a delay in surgery for approximately 0-15 minutes.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device is returned and the investigation is complete.